Event description:
Customer reported to beckman coulter, inc. (Bec) that a soapy discolored fluid came out from the back of the unicel dxc 600 synchron system, onto the floor. Bec customer technical specialist (cts) assisted the customer to trace the source of the fluid to the waste line in the back of the instrument. The cts instructed the customer to place the hose back in the drain, prime the instrument seven (7) times. Customer reported that there was no further leak after priming the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).